Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case. Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on at all despite changing to a new battery. She noticed only this morning when she was about to change set and reservoir, the insulin pump was not turning on at all. So she decided to change to a new battery but just the same thing. She also noticed that the reservoir still had a lot of insulin in it, which she thought that she never got any insulin. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. The insulin pump was not dropped, bumped or exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.